Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4) (related to medwatch form MFR. Report # (B)(4), uf importer report # 2023-00001). Per returned customer complaint questionnaire - there was catheter tubing damage, and the catheter had snapped at the connection point to pump. The off-label use of the catheter in this study and catheter disconnection at the synchromed ii pump catheter port caused leakage of the study drug (mtx110) into the pump pocket site and abdominal seroma. It was also confirmed there was no delay in surgery, however there was injury and additional medical intervention was required. The part was not returned, therefore could not be further evaluated. Root cause/failure investigation: the complaint could not be confirmed, or root cause determined as the device was not returned for evaluation and no further information regarding the incident was provided. This is the first complaint for this product in the last 24 months. Complaints are monitored for trends and action taken when appropriate. Complaint history review/trend analysis: 0 previously confirmed "lnteg-unexpect patient event" complaints within the past two years. (B)(4)nt97105s01 units sold within past two years. Failure rate = (B)(4). No device history record review. No associated capas. A review of (B)(4) medical device hazard analysis (rev 01 ), identifies the hazard situation as "12.22 user is not familiar IFU/ system or system components used off label." Based on complaint of "catheter leakage/tubing damage" the risk level is considered moderate. This determination is based on the information received from the customer. Failure mode: unconfirmed/ no device returned.

Event description:
Subject ID (B)(6) - a 49-year-old, white/caucasian female - enrolled in study (B)(6) at site 2002 on (B)(6) 2023 and was hospitalized on (B)(6) 2023 due to the serious adverse event of "abdominal seroma," which was assessed as a serious adverse device effect (sade) related to a device malfunction. Part nt97105s01 spetzler lumbar-peritoneal shunt kit, 105cm catheter is noted as a suspect medical device.

Manufacturer narrative:
Initial report ref to natus complaint # 10361554 (related to medwatch form MFR. Report # 2023-us-000108, uf importer report #2023-00001). (B)(6) 2023: patient underwent surgery for catheter and pump placement. (B)(6) 2023: patient "reported persistence of nausea and a worsening headache. Upon physical examination the abdomen was distended but not tender. There was an initial difficulty in accessing the pump. However, a new refill kit was used and the drug contents remaining from previous infusion were evacuated from the pump." (B)(6) 2023: patient hospitalized "due to the serious adverse event of "abdominal seroma," which was assessed as a serious adverse device effect (sade) related to a device malfunction." "At admission, a CT scan of the abdomen and pelvis identified the implanted pump in the subcutaneous layers in the right lower quadrant accompanied by a small amount of fluid along superior and inferior aspects." (B)(6) 2023: patient underwent procedure to remove catheter and pump. "The device malfunction was attributed to catheter tubing damage, and the catheter had snapped at the connection point to pump." Patient removed from study. Customer is asked to complete our complaint form and confirm if the defective shunt is available for evaluation. (B)(6) rev 01 csf valves/shunts, reservoirs, shunt catheters, connectors & accessories - risk analysis spreadsheet hazard ID 12.4 - system disconnection or fracture - connector can fracture or disconnect. Effects / harm - a) overdrainage leading to professional medical intervention within the standard of care (headache), b) overdrainage leading to subdural hematoma residual risk - medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Further investigation to be carried out.

Event description:
Subject ID (B)(6) - a 49-year-old, white/caucasian female - enrolled in study (B)(6) at site (B)(6) on (B)(6) 2023 and was hospitalized on (B)(6) 2023 due to the serious adverse event of "abdominal seroma," which was assessed as a serious adverse device effect (sade) related to a device malfunction. Part nt97105s01 spetzler lumbar-peritoneal shunt kit, 105cm catheter is noted as a suspect medical device.